Event description:
There was an allegation of questionable vitamin d assay results for two patient samples tested on a cobas e 801 analytical unit. Sample 1: the initial result was 120 (accompanied by a data flag) the first repeat result was 38.3 ng/ml (1:2 dilution) the second repeat result was 39.0 ng/ml. Sample 2: the initial result was 120 (accompanied by a data flag) the first repeat result was 13.6 ng/ml (1:2 dilution) the second repeat result was 15.8 ng/ml.

Manufacturer narrative:
The reagent lot number is 881659. The expiration date was requested but not provided. The field service engineer (fse) performed the annual maintenance, cleaned the probe, and checked the prewash. The investigation determined that the service actions resolved the issue.